Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was over 500 mg/dl. The cause of the high bg was the occlusion alarms. Customer administered a correction bolus to address the high bg.